Manufacturer narrative:
The cause of the bur breakage is unknown. The device could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that a bur broke off inside of the attachment. The broken bur was discovered when the device was at the manufacturer for repair.